Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. Subsequently, this device was explanted and replaced, and it has not been returned. No adverse patient effects reported.